Event description:
Customer reported the reservoir leaked and the insulin pump alarmed motor error during prime. Customer's blood glucose was 257 mg/dl, treated with a shot. Customer was not home to change the reservoir. Customer allowed several hours for the insulin to dry to see if the device was fine. The insulin was in the reservoir compartment and the display turned foggy. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-46698.